Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the lead was stretched, and blood/body fluid was present in the outer tubing overlay and on the helix, and it is likely the blood in the overlay tubing restricted deployment of the lobes. Visual analysis the blood in the distal most likely entered through the is-1 pin because no insulation breaches were observed. Further analysis indicated no difficulty was encountered with insertion of a new guidewire, and primary findings revealed no anomalies, lead functionally normal. Device not returned, further investigation is not possible without the device.

Event description:
Lead (B) (4) lobes would not redeploy, as the lead had been in a fixed stable position and was inadvertently pulled out during pocket closure. Another lead (B) (4) was attempted; however, the guidewire became lodged in its lumen. Difficulty again was encountered with a third lead (B) (4), as satisfactory stable position could not be obtained and threshold was high/unstable/unmeasurable thresholds. Consequently, these devices were not implanted. No patient complications have been reported as a result of this event.